Event description:
It was reported that the insulin pump had an unresponsive keypad and some of the buttons got stuck while the customer was trying to bolus. The customer's blood glucose was 175 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector noted during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).